Manufacturer narrative:
Customer returned pump for an alleged keypad anomaly and vibration anomaly found on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. The pump passed the screen test, led test and tone test. However, the pump failed the vibration test. The pump was unable to vibrate during self test. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump passed the keypad voltage test. Pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. However, corrosion was found on the vibrator assembly noted. No corrosion or moisture damage found on the battery tube assembly, pcba1, pcba2, force sensor and motor assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and continued self test. The pump successfully vibrates during the self test. Vibrate anomaly was confirmed due to corrosion on the vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Keypad anomaly was not confirmed. Vibrate anomaly was confirmed due to corrosion on the vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump keypad was unresponsive and also received the vibration anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.